Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
Facility medwatch mw5079749 received by manufacturer on (B)(4) 2018 and states as follows: "when iabp was removed from the patient due to loss of waveform, the balloon appeared intact; however the inner wire was severed". The patient was hemodynamically stable after removal of the intra-aortic balloon (iab). The indication for use was that the patient was post-op. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. One kink was found on catheter tubing near the y-fitting approximately 76.5cm from the iab tip. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The break found in the inner lumen and optical fiber appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem. Continual flexing of a kink can cause the inner lumen to break. It is difficult to determine when the break may have occurred, however, it could cause the reported events. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
Facility medwatch mw5079749 received by manufacturer on 28-september-2018 and states as follows: "when iabp was removed from the patient due to loss of waveform, the balloon appeared intact; however the inner wire was severed". The patient was hemodynamically stable after removal of the intra-aortic balloon (iab). The indication for use was that the patient was post-op. There was no reported injury to the patient.